Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. It's important to note that the reported condition does not indicate a device malfunction. The r series operator's guide indicates that "lead ii or p3 (onestep pacing) is automatically selected when the r series is powered up in pacer mode. Pads or paddles monitoring is not available in pacer mode. This complaint has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.